Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one smooth broken edge on the anterior. Based on the device analysis the final assessment was a smooth broken edge on the anterior assessed as smooth opening. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5095979. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"swollen lymph nodes under arm, swollen glands in throat, ringing in ears/head, ear fullness, headaches, fatigue, lips dry, dry eye and heart palpitations.¿

Event description:
Patient reported via regulatory agency ¿swollen lymph nodes under my arm.¿ patient also reported ¿swollen glands in my throat, ringing in my ears/head, ear fullness, headaches, fatigue, lips dry, dry eye and heart palpitations¿; these events are not device related. Device remains implanted. This record is for an unknown side.